Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, while attempting to advance the indigo system catrx aspiration catheter (catrx) through the rotating hemostasis valve (rhv) of the guide catheter, the physician experienced resistance, and the catrx would not track through the rhv and guide catheter. It was reported that the guidewire punctured the catrx lumen approximately 10 cm from the tip. Therefore, the catrx was removed and the procedure was completed using another catrx and the same guidewire and guide catheter. There was no report of an adverse effect to the patient.